Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbago") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspnoea ("shortness of breath on the slightest effort"), dyspepsia ("heartburn"), menometrorrhagia ("heavy menstrual periods with disturbance of cycle") and abdominal distension ("abdominal swelling"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), depression ("pseudo-depression"), fibromyalgia ("muscle pain (fibromyalgic)"), arthralgia ("joint pain"), herpes dermatitis ("marked facial herpes"), alopecia ("hair loss"), dizziness ("dizziness"), tinnitus ("tinnitus"), hyperhidrosis ("sweating"), tremor ("trembling"), generalised oedema ("generalised oedema"), weight increased ("weight gain of 15 kg"), wheezing ("wheezing and respiratory discomfort"), respiratory distress ("wheezing and respiratory discomfort") and dysphagia ("dysphagia"). The patient was treated with antidepressants, analgesics, surgery (hysterectomy and salpingectomy with essure removal) and surgery (fiberoptic gastroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, fatigue, depression, fibromyalgia, arthralgia, herpes dermatitis, alopecia, dizziness, tinnitus, hyperhidrosis, tremor, generalised oedema, weight increased, dyspnoea, wheezing, respiratory distress, dysphagia, dyspepsia, menometrorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, back pain, depression, dizziness, dyspepsia, dysphagia, dyspnoea, fatigue, fibromyalgia, generalised oedema, herpes dermatitis, hyperhidrosis, menometrorrhagia, respiratory distress, tinnitus, tremor, weight increased and wheezing with essure. The reporter commented: after essure placement on an out-patient basis, she developed numerous symptoms, starting in 2015 and until 2018, that led to periods of disability leave. The ovaries were preserved during removal surgery. Post-removal check-up planned at 1 month, 3 month and 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: prior to essure removal - results not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 489 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.